Event description:
It was alleged that an overinfusion occurred. It was noted that 8cc of fluid was in the burette tubing and 1cc/hr was to be administered. Two hrs later it was reported that only 2cc of fluid remained in the burette. There was not resultant pt consequence.